Event description:
It was reported that the pump touch screen unresponsive. Additionally, it was reported that the pump usb port was bent interfering with charging the port. Customers blood glucose was 230 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the touchscreen issue could not be verified.